Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0qnrn, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that there was a poor communication screen seen on the patient programmer. After placing the patient programmer directly over the implantable neurostimulator (ins) on the skin and syncing, the reported issue was resolved. Trouble shooting resolved the reported issue. The reported symptoms were: not working and not feeling it. These occurred in (B)(6) of 2015. This was considered a sudden change in therapy/symptoms. The patient was now feeling stimulation. The indication-for-use (IFU) was bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported there was an increase in lack of stool and urine control. There was no difference in actions. The patient tried to increase stimulation to resolve the lack of effect and not feeling stimulation sensation. They called for help. The lack of effect and not feeling stimulation sensation had somewhat been resolved. It was further reported on (B)(6) 2015 that there were no circumstances that led to the event, just had an increase in "evacuations." The steps taken to resolve the issue was multiple cleansings and increasing stimulation. The lack of effect and not feeling stimulation was resolved.